Event description:
It was reported that the iab was inserted without difficulty. During suturing by staff nurse, iabp began to experience "leak alarms". Troubleshooting began. During troubleshooting, blood was observed in the helium tubing. As a result, the iab was exchanged witout difficulty. There were no associated pt complications.